Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a soft key malfunction during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name. D3: device manufacturer name. D4: model #. D4: unique identifier (UDI) #. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "soft key malfunction; keypad damaged" was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the second blue key from left on first row worn out from excessive use . The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.